Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that they experienced a loss of symptom control that started about 4-5 months ago. The patient had symptoms of a urinary tract infection (uti) such as burning however a couple times it was negative and a couple times it was positive by pcp (primary care physician) testing. The patient was taking amoxicillin and then macrodantin. The patient's urine test was sent and was still awaiting results. The patient also mentioned that they had severe pain. The patient's programs were switched and increased to 2.8v. The patient was still leaking so she decreased to 2.4 which resolved the issue. The indications-for-use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.